Manufacturer narrative:
Device investigation and conclusion: a staple was found jammed between the cap and the wedge unit, preventing further deployment of the staples. The staple jamming might be caused by the premature sher-off of the frangible connection. Or a remaining staple from the first deployment may not have been rinsed away per the IFU. Potentially, this remaining staple then interfered with the next staple deployment creating a jam.

Event description:
During a vats lobectomy, a physician in the (B)(6) used the microcutter to transect and create an anastomosis on the left upper lobe vein. On the second stroke, the trigger of the handle would not respond. He attempted to manually assist the device and was unable to get the deployment slide on the device to advance. Upon opening the device jaws, the tissue was stuck in the jaws. He placed a clamp proximally on the superior pulmonary vein to get control of the vessel. He then placed 10 mm clips on the distal part of the upper lobe vein. He was unable to gain full control of the vessel. There was some bleeding from the specimen side of the lobe as he had not transected a few small arteries that were still supplying blood to the lobe. He was eventually able to free the microcutter and then used another stapler over the proximal upper lobe vein. The patient was discharged on schedule without requiring a transfusion, or additional intervention.